Manufacturer narrative:
Additional information was added to d4 (expiration date: update to n/a), h4, h6, h11. H11: the actual device was not available; however, a photograph of the sample packaging was provided. Visual inspection did not identify any abnormalities that could have contributed to the reported condition of leak. The reported condition was not verified on the photo sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set broke due to pressure from an injector device resulting in leakage. This was observed during contrast medium injection at the radiology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.